Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front enclosure cracked and the battery lock bent. The autopulse platform is a reusable device and was manufactured on (B)(6)2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive log showed there were user advisory (ua) 45 (not at "home" position after power-on) message on (B)(6) 2016. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Further testing showed that the drive shaft was stiff intermittently. Therefore the clutch plate was replaced. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. The root cause was attributed to the drive shaft not being at "home" position. After the drive shaft rotated back to "home" position, the platform was run for 30 minutes without any problems. The platform passed all final functional testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/08/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) stopped compressions and displayed user advisory (ua) 45 (not at "home" position after power-on) error message. The ua displayed immediately after compressions started. The user tried to clear the ua 45, however they were unsuccessful. The patient was removed from the platform and the crew reverted to manual CPR. No patient information was provided. No patient sequelae was reported. No additional information was provided.